Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use with patient. The root cause could not be fully determined due to lack of information. The flow sensor was replaced. There was no patient or user harm.

Event description:
Hello (B)(6) I am reaching out because of a product issue mayo experienced with hamilton item (B)(4). The plastic slip/friction connector cracked during patient movement and had to be immediately replaced since this is a critical component of the ventilator circuit. (B)(6), ccd, has the defective product. Can you send him a box to return it to hamilton for quality analysis? This is the first product issue noted, but since its a critical piece of the circuit I want hamilton to take a look. Thank you, (B)(6), rn, bsn sr. Value analysis portfolio advisor supply chain management - cqva phone: (B)(6).